Manufacturer narrative:
(B)(4). Other lot information. Lot# l18002a, manufacture date: 01-jan-2018, expiration date: 03-aug-2018; l17256, 13-sep-2017, 14-apr-2018 (expired lot). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 05/24/2018. A review of the device history records (dhrs) confirmed that the cartridge lots met finished goods (fg) release criteria. Cartridge lot l17256 could not be tested as the lot expired on 14-apr-2018, prior to the complaint registration date of 09-may-2018. Retained cartridge testing of lots l18002a and l18017 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lots l17256, l18002a and l18017.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges (lots l18017, l18002a, and l17256) that yielded a suspected discrepant troponin results on a patient that was hospitalized (reason unknown). The customer states that 3 troponin cartridge lots were used during the events. However, it is unknown which lot was associated with each event. There was no additional patient information at the time of this report. Date method result date: (B)(6) 2018, method: I-stat, result: 9.00 ng/ml; (B)(6)2018, vista, 0.07 ng/ml. Positive cut-off value: I-stat > 0.05 and vista >0.05. Per I-stat system manual: art: 714258-00p. Reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of results). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. Based on the patient's clinical picture and the information available, it is suspected that the positive results on I-stat are potentially related to a heterophile antibody but unconfirmed at this time. The investigation is underway.